Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was performing a laparoscopic assisted distal gastrectomy (ladg) procedure. Upon the fourth fire, the surgeon inserted the device into the patient's cavity following the jaw's movement check and attempted to fire the device. The device did not fire at all. The status indicator illuminated blue and one green lap was flashing, though which green lamp was flashing is unknown. The last known patient's status was that he was good. It was also reported that the patient did not experience any adverse events as a result of the device malfunction.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. The pmv reload was then cycled without hesitation or binding. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The extreme battery depletion can occur when an external load is applied to the battery for an extended period of time. This may occur if a battery is left in a handle instead of being stored on the charger. If the battery is depleted enough, the handle will become inoperable.